Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock and high pacing impedance measurements. Also, the ventricular tachycardia mode was programmed to a value other than monitor plus therapy. Additional information has been requested; however, no further information is currently available. No adverse patient effects.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.